Event description:
It was observed during central processing that the mega suturecut needle driver cable was broken after it was cleaned and sterilized . No patient harm, adverse outcome, or injury was reported. Per the customer, at the time of the reported event, nothing fell into a patient during a surgical procedure. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint of broken cable. One grip cable was broken at the distal idlers. The idler pulley spun freely and exhibited no damage. The cable segment was sticking out at wrist. Other cables at wrist were not damaged. The complaint is being reported due to the broken cable on the mega suture needle driver instrument.